Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the available information, the peritonitis is likely to be attributed to patient breach in aseptic technique which is very common risk factor for peritonitis in pd patients.

Event description:
On 8/may/2026, it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, another pd nurse stated that on (B)(6) 2026 this patient was hospitalized with symptoms of abdominal pain. The patient had a pd culture obtained (in the hospital) which was positive for growth of gram-positive cocci (bacteria not provided). The patient was diagnosed with peritonitis is receiving intra-peritoneal (ip) antibiotic therapy utilizing vancomycin (dose unknown). The patient remained in the hospital at the time follow-up was conducted and no further information about the patient¿s hospital course was available. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was likely attributed to patient breach in aseptic technique.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformanaces or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2026, it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, another pd nurse stated that on (B)(6) 2026 this patient was hospitalized with symptoms of abdominal pain. The patient had a pd culture obtained (in the hospital) which was positive for growth of gram-positive cocci (bacteria not provided). The patient was diagnosed with peritonitis is receiving intra-peritoneal (ip) antibiotic therapy utilizing vancomycin (dose unknown). The patient remained in the hospital at the time follow-up was conducted and no further information about the patient¿s hospital course was available. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was likely attributed to patient breach in aseptic technique.